Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The handheld camera was analyzed and was tested and placed on an in-house system or equivalent for functional testing, but it failed to provide a video due to an electrical or communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message check endoscope cable connection/endoscope self - test failed. Additionally, the component has a broken or detached piece in a location that could potentially fall into the patient. The endoscope was placed through a test using a screening aide to manually rotate the adapter to detect friction and the camera instrument adapter (ciad) did not rotate properly and/or noises were heard which confirmed binding gears; the ciad was removed from the endoscope housing, it was analyzed and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope failed cable testing due to a wpb defect. The endoscope cannot be repaired and will be scrapped. The probable root cause of the failed self-test is attributed to a failing coaxial cable.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the 0-degree endoscope plus failed the self-test. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided.